Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver contacted fresenius technical support to report the liberty select cycler was alarming with a draining slowly message during drain 3 of 4 of treatment. The patient was connected during the incident. The caregiver stated there was white foam coming from the patient catheter area. The fresenius technical support representative assisted the caregiver to cancel the treatment and advised to reset up with new supplies. The patient was cycle based. Upon follow-up, the patient contact stated the cycler was re-setup with supplies and said the technician had advised to hook up the patient and the machine would drain the patient before it refilled. The caregiver said the machine did not do that and that and instead of draining fluid, the cycler filled with 2500 ml. The caregiver performed a stat drain and drained 5680 ml. The caregiver stated they spoke to the peritoneal nurse about it and the nurse said the patient should have had a manual drain before being re-hooked to the cycler. It was also mentioned that there were like air bubbles in the pillow on the drain line, and the contact reported the patient had fibrin because the following night when the patient was hooked up, as the caregiver could see white things floating up and down the line. Per contact the nurse had authorized to give heparin to the patient each time since the patient produced more fibrin than normal. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caregiver contacted fresenius technical support to report the liberty select cycler was alarming with a draining slowly message during drain 3 of 4 of treatment. The patient was connected during the incident. The caregiver stated there was white foam coming from the patient catheter area. The fresenius technical support representative assisted the caregiver to cancel the treatment and advised to reset up with new supplies. The patient was cycle based. Upon follow-up, the patient contact stated the cycler was re-setup with supplies and said the technician had advised to hook up the patient and the machine would drain the patient before it refilled. The caregiver said the machine did not do that and that and instead of draining fluid, the cycler filled with 2500 ml. The caregiver performed a stat drain and drained 5680 ml. The caregiver stated they spoke to the peritoneal nurse about it and the nurse said the patient should have had a manual drain before being re-hooked to the cycler. It was also mentioned that there were like air bubbles in the pillow on the drain line, and the contact reported the patient had fibrin because the following night when the patient was hooked up, as the caregiver could see white things floating up and down the line. Per contact the nurse had authorized to give heparin to the patient each time since the patient produced more fibrin than normal. Additional information was requested but was not received to date.